Event description:
IV's discontinued. Upon removing angiocath the tip broke off in arm. Tourniquet applied above IV site. Physician notified. Physician performed a cut down rt antecubital and catheter tip removed. IV started 1/5/98 at 1530.